Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, via medwatch (B)(4), "cartiva sci (surgical cartilage implant) of the first mpj due to halliux rigidus was surgically placed in (B)(6) 2018 due to a lengthy and painful immobility of the toe. Recovery was difficult as I am a teacher. I literally wheeled myself in a chair on wheels for over 3 months up and down the school hallways. I atiended physical therapy for months the toe joint never gained motion back and the pain is almost equal to what it was prior to surgery. Ankle, heel, knee, hip issue. (B)(4)."

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. On (B)(6) 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.